Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with anther of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed that stent was damaged.